Event description:
Applied band aid 695148 at 10:33 pm on (B)(6) 2018 after copaxone injection (40 mg). Woke up next morning with itchiness and pain. Difficulty removing bandage. Skin area in contact with adhesive was red, swollen and blistering.